Event description:
Site experienced zero results on multiple tests, including albumin, bun, glucose, total protein, co2, hdl, and triglycerides. Upon repeat, recovered much higher. Results were not reported. The field service representative determined the sample probe was clogged. The instrument was repaired. Performance check tests were performed and within specification.